Event description:
This pt had a right total knee arthroplasty in 1992 at another facility, and has done well until recently. He began having increasing pain and swelling of his right knee. X-rays indicated a fluid filled swollen right knee with loosening of the femoral component. The pt was admitted for a revision of the right total knee. Intraoperatively, there was noted to be evidence of foreign body reaction throughout the joint. All components were removed and replaced.